Event description:
The patient was a victim of car accident in which he was ejected from the vehicle and sustained multiple traumatic injuries. The patient was initially found to be pulseless and apneic. The zoll m-series ECG/defibrillator device failed to deliver a countershock to the patient who was in ventricular fibrillation for a brief period. The device produced an error "pacer fault 116 - pacer disabled - defib disabled" when the paramedic attempted to charge the defibrillator. The death of the patient was likely due to the serious injuries sustained from the accident.